Manufacturer narrative:
The insulin pump was received with missing segments due to a cracked lcd zebra connector. The pump was also received with cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a partial display anomaly; the middle line is gone at the main menu or any other screen. When she tried to input her blood glucose for a bolus, there was a blank line that ran through the screen. The customer changed the battery but that did not resolve the issue. The patient's blood glucose at the time of incident was 173 mg/dl. Troubleshooting was initiated for the partial display. The customer did not recall any significant events leading to the partial display issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.